Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The generator was found to be working as intended. Then a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs. Also, no anomalies were found in the device history record (DHR) for the esu. As a result, no failures/defects were found with the generator that would have caused or attributed to the event. Upon further investigating the event at the med ctr, it appears that the equipment was not set-up properly. The active cord with the snare wire was not connected to the monopolar receptacle that had the footswitch assigned. Therefore no cautery was delivered when the footswitch was depressed. That is the polyp was mechanically sheared ("cold snare") with no output/coagulation. As a result, add'l in-service work was performed at the med ctr on 9/26/06 and 10/3/06 to further address the issue. Erbe is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu,s settings were forced coag, effect 2 at 25 watts. However, during the polypectomy, no cautery was delivered and bleeding occurred. Therefore, surgery was performed to control the bleeding. The pt is now fine.